Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent system was inserted into a pt for the endovascular treatment of a renal artery lesion in 2003. Lesion morphology is unknown, as is the percentage of stenosis. It is unknown if the lesion was pre-dilated. It was reported that a double curve renal guide catheter was pushed out of position while tracking around the bend in aorta. When the physician pulled the unexpanded stent back into the guide catheter the stent dislodged from the balloon and came to rest in the aorta. The stent was successfully snared from the pt and treatment was postponed until a later date. No sequelae were reported and the pt's status is unknown.